Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: patient was implanted with pfna hardware on an unknown date. Reportedly the pfna broke post-operatively. Patient was returned to the or on an unknown date for removal of hardware and the device was returned for evaluation. No further information was provided.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Device is not distributed in the united states, but is similar to device marketed in the USA. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Additional narrative: device is used for treatment, not diagnosis. The device was evaluated at rms foundation in (B)(4). The yellow anodized pfna is made of titanium alloy ti6al7nb. The examination of the manufacturer documents and the raw material inspection sheet of the pfna showed that the chemical composition, micro-structure and mechanical properties of the nail were in compliance with the international standards iso 5832-11 and astm f1295. The dimensions of the nail (as far as measurable) were checked using a digital sliding caliper and found to be in compliance with the technical drawing and ao/asif specifications. The breakage of the nail occurred approximately 101mm from the proximal end of the nail in the area of the bone fracture zone. Macroscopic lines of rest on both fracture surfaces are visible and are a sign of a fatigue failure. In the 130 degree hole for the pfna blade, sliding and friction marks were documented. The nail is severely mechanically damaged in the vicinity of the breaking point and the long hole. On the pfna blade and the two locking bolts also mechanical damage was found. After breaking, the two nail fragments rubbed against each other causing destruction of the fracture surfaces (abraded and shiny areas). When examining the proximal fracture surface using the scanning electron microscope (sem), the initial fracture area and the fracture behavior were identified. The crack started at the lateral side and ran into the material. At a high magnification fatigue striations and subsidiary cracks were observed at the crack propagation zone and almost over the entire surface. Each striation represents the successive position of an advancing crack front and they originate from cyclic loads (load and unload during walking). The presence of these striations is a clear indication of a fatigue process. The fracture surface showed subsidiary cracks, few secondary corrosion and approximately 50% dimples. The amount of subsidiary cracks rises with increasing crack initiation respectively from rubbing of the fragments against each other. The process affects the passivation layer of the metal and panders corrosion. The area with dimples corresponds to the residual forced fracture zones. Sem observations and findings showed that the nail failure was caused by fatigue and overload. The failure of the investigated pfna was due to dynamic bending and torsional loads which led to the material fatigue. Based on the topography of the fracture surface we can conclude that the investigated implant had to absorb and neutralize forces that may have been greater than the tolerable load. Postoperative activities of the patient in combination with instability of the fracture situation may have played a certain role too. A failure resulting from either a material defect or the manufacturing process can be excluded. Placeholder.

Event description:
This report is 1 of 1 for complaint (B)(4).